Event description:
It was reported that the patient presented with pain and buckling on the left side of his penis. It was determined there was extra tissue proximally on the left side. Patient underwent a surgical procedure in which more dilation was performed; however physician placed a 21cm with no rte on the left to not oversized the patient. Patient has no adverse reactions and is doing well.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. And there was no report of a device performance allegation, during treatment. The reported patient symptoms are known risk associated with inflatable penile prosthesis (ipp) procedures. And are noted, as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported, that the patient presented with pain and buckling on the left side of his (B)(6). It was determined, there was extra tissue proximally on the left side. Patient underwent a surgical procedure, in which more dilation was performed. However, physician placed a 21cm with no rear tip extenders (rte) on the left, to not oversized the patient. Patient has no adverse reactions. And is doing well.